Event description:
The external pulse generator was returned to the manufacturer due to a cracked/damaged rear case, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) heart block, lead flex cover, and battery drawer are contaminated. Upper and lower cases, side bail covers, and ring cover are broken. Side bails and the ring are missing.